Event description:
It was reported by the attorney for the plaintiff that after the implant the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be sent as appropriate. (B)(4).